Event description:
A customer contacted baxter's technical service center to report receiving system error 2240 (air in line) with the homechoice (hc) machine. The hp has 2 bags connected and the unused clamps are open. The hp will complete therapy with manual supplies. Product surveillance contacted the patient on (B)(6) 2010. According to the patient there were no defects with the cassette, he just forgot to clamp the unused lines. Per the patient he discarded the supplies and started over with new supplies. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4).the sample is not available for evaluation as it has been discarded.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the most likely root cause of the alarm is due to air being sucked into the disposable because there was an open clamp on unused supply line. The review finds the labeling adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).